Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that since implant it has taken all night to charge the ins and after charging the ins it would still be barely charged. The patient hadn't charged for about a year and in (B)(6) they attempted to connect to the ins and were not able to. The patient was in severe pain because the ins wasn't charged. No further complications were reported.